Event description:
Event description guidant received information that both the atrial and ventricular implantable leads were explanted after five months of service due to clavicular crush. The physician stated this was an implanting error and not a lead product performance issue.